Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the retainer ring in the reservoir compartment was falling off. They reported that when they removed the activity guard, the ring came off. The insulin pump had not been bumped or dropped. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump was received missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage, minor scratches on case and minor scratches on lcd window. Unit received with corroded battery tube.